Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined device would not operate and motor and switch were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Once investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the handset was losing power during use. The handset had a partially broken cable, but it could also be a motor fault. Event timing was during surgery. No wires were exposed but the insulation was out in the area where the cable was broken. No adverse events were reported as a result of this malfunction.